Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding a 2009 allegation that her onetouch ultramini meter would not turn two days prior, followed by "very high and very low blood sugars". The patient clarified and reported the following to this specialist. The patient tests seven times a day, pre and post meals and before bed. For a week or so, the meter turned off during testing despite having new batteries inserted on multiple occasions. When unable to obtain a result due to powering off, the patient would estimate how much novolog to inject; the patient's daily regime is novolog on a sliding scale and 25 units lantus at night. The same day, the patient believes she "overcompensated" with the novolog when the meter powered off before providing the result. One and 1/2 hours later, the patient was dizzy and couldn't function. The patient's husband injected her with glucagon and when able to consume beverage. The patient drank orange juice. By original date, the meter could not power on at all. The meter and test strips were replaced. The complaint is classified because the patient allegedly was unable to obtain an actionable result and estimated how much insulin to inject, resulting in treatment of hypoglycemia

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.